Event description:
It was reported that upon device interrogation the programmer displayed elective replacement indicator (eri). The mode changed automatically to vvi 65 bpm. It was also reported that the device experienced a lock up. During the same session the device was reprogrammed to the original settings and when re-interrogated, the programmer displayed battery longevity of 5.5 - 8 years. There was no longer an eri message. The issue was solved automatically. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that upon device interrogation the programmer displayed elective replacement indicator (eri). The mode changed automatically to vvi 65 bpm. It was also reported that the device experienced a lock up. During the same session the device was reprogrammed to the original settings and when re-interrogated, the programmer displayed battery longevity of 5.5 - 8 years. There was no longer an eri message. The issue was solved automatically. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was collected from the device and has been analyzed. The issue was determined to be a measurement system lock-up error, and was cleared by new programmer software.